Manufacturer narrative:
The device was manufactured from march 9, 2019 - march 10, 2019. The actual device was received for evaluation. A visual inspection found white crystallized drug residue located near the fillport area. No signs of moisture or liquid were observed on either the interior or exterior surface of the housing. Drug 5-fu has tendency to turn into white crystallized residue when its liquid form is exposed in the open air for a certain amount of time. Therefore, during the filling step, drops of drug liquid from the syringe may have inadvertently dropped near the fillport area, then the drops of drug liquid turned into white crystallized residue. Functional testing was performed by filling the device with green colored water. After fill, the sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a folfusor sv (small volume) leaked prior to patient use. The device was filled with 3900mg 5-fu (fluorouracil) in 115 ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.